Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opened while locked could not be determined. Thrombosis is a known possible complication associated with mitraclip procedures. The reported thrombosis could not be determined. The reported medication required and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and tethered leaflets for a mitraclip procedure. During the procedure, a thrombus was observed at left atrial appendage. A mitraclip was deployed at anterior and posterior leaflet 2(a2p2). During the preparation of second mitraclip xtw, the first mitraclip opened 30 degrees. Xtw clip was successfully deployed and the mr was reduced to grade 2+ post procedure. Heparin and warfarin was administered to dissolve the thrombus and was successful. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and tethered leaflets for a mitraclip procedure. During the procedure, a thrombus was observed at left atrial appendage. A mitraclip was deployed at anterior and posterior leaflet 2(a2p2). During the preparation of second mitraclip xtw, the first mitraclip opened 30 degrees. Xtw clip was successfully deployed and the mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects.